Manufacturer narrative:
Concomitant medical products: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a healthcare professional of a clinical study which reported that on (B)(6) 2014 a device inter rogation/device data had shown abnormal lead impedance; impedance of the right lead were infinite. There was a technical problem with the right lead; right lead did not work. Actions taken included in-patient hospitalization and lead was explanted and not replaced on (B)(6) 2015. The issue was resolved; outcome was resolved without sequelae. The relatedness was not related to the device and unknown relation to the lead. Patient's medical history included thyroid disorder, depression, and dystonia.

Event description:
Additional information received reported that the device diagnosis was updated to lead high impedance. The event was related to one lead located in the right globus pallidus (gpi).